Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 599 mg/dl. Customer treated their blood glucose with 4.5 units of insulin by a manual injection and through the insulin pump. It was also found the customer had a headache due to their high blood glucose. Troubleshooting was not completed as the mother declined to check for the presence of leaks and air bubbles. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised to monitor their blood glucose as the mother declined to complete troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.